Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), menorrhagia ("heavy bleeding"), anxiety ("anxiety"), abdominal discomfort ("gastrointestinal discomfort"), back pain ("back pain"), unevaluable event ("hand problems"), hypertension ("high blood pressure"), insomnia ("insomnia"), blindness ("loss of vision") and tooth disorder ("tooth deterioration"). The patient was treated with surgery (fallopian tubes removed on (B)(6)2019, uterus removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, headache, menorrhagia, anxiety, abdominal discomfort, back pain, unevaluable event, hypertension, insomnia, blindness and tooth disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, anxiety, back pain, blindness, headache, hypertension, insomnia, menorrhagia, pelvic pain, tooth disorder and unevaluable event to be related to essure. The reporter commented: upon removal of the contraceptive, I lost my fallopian tubes during the first surgery on (B)(6) 2019, my uterus during a second surgery on (B)(6) 2020 and have been left with countless sequelae. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), menorrhagia ("heavy bleeding"), anxiety ("anxiety"), abdominal discomfort ("gastrointestinal discomfort"), back pain ("back pain"), limb discomfort ("hand problems"), hypertension ("high blood pressure"), insomnia ("insomnia"), blindness ("loss of vision") and tooth disorder ("tooth deterioration"). The patient was treated with surgery (fallopian tubes removed on (B)(6) 2019, uterus removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, headache, menorrhagia, anxiety, abdominal discomfort, back pain, limb discomfort, hypertension, insomnia, blindness and tooth disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, anxiety, back pain, blindness, headache, hypertension, insomnia, limb discomfort, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: upon removal of the contraceptive, she lost her fallopian tubes during the first surgery on (B)(6) 2019, her uterus during a second surgery on (B)(6) 2020 and have been left with countless sequelae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Amendment performed: non-significant coding correction was done. It was changed from unevaluable event to hand discomfort. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.